Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the device was spitting clips. The clips did not fall into the pt. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes/yielded; damaged feed bar, no; damaged floor, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .200. Analysis conclusion: based on the info received and the visual results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received empty. As the instrument was received empty, further functional testing could not be performed. Upon receipt of the instrument, it was noted that the jaws were damaged. It could not be determined if this may have contributed to the reported incident. It should be noted that if the jaws are torqued or closed over a hard object, the instrument can be damaged and will not fire or form the clips correctly. This inquiry was originally reported as an rpo (record purpose only). Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.